Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
04/20/2017 15:17:34 anese clemons (aclemons) recall point of contact ernest oates/biomed/eoates@choc.org/714-509-8564 04/28/2017 06:15:15 allen worth (aworth) recall work pending response to (mjr) repair estimate submitted 4/28, for the following: fr: cr: bel prs hsng. Kb: incid. Rr: cr: lt&rt/fr/edg, bot/rt/mid/scr, base/lt/fr/scr, bot/well. Chd: both/bot/rr/cnrs, bot/rr/edg, lt/rr/mid/edg, bot/rt/fr/edg. Hndl: cr: lt@spine, @cnr; rt@innr, @cnr. B/c: cracked. T/d: bent. Iui's: oxi. Claws: dnc. Tamper seal intact. Unit requires syr 8110 split nut recall two 2016 05/02/2017 09:05:21 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per allen worth, service tech. Repair approved by ernest oates, biomed director, at eoates@choc.org for $579. Per jessica taylor, office manager, at jessica.taylor@ii-techknow.com, the new po# is cc-147287. Npi 06/16/2017 09:29:04 allen worth (aworth) syringe split nut two 2016 > confirmed, unit affected. Recalls required: syr 8110 split nut recall 2 recall completed. Calibration completed. Repairs:` front: crack> below press hsng. Replaced front case. Keypad assy is incidental repair. Top disc holder scratched & chipped (lt/ctr): replaced tdh (top disc holder). Rear: cracks: lt&rt/fr/edg, bot/rt/mid/scr, base/lt/fr/scr. Chips/dents: both/bot/rr/cnr's, bot/rr/edg/4x, lt/rr/mid/edg, bot/rt/fr/edg: replaced rear case. Handle: cracks: lt@spine, @case/cnr; rt@innr/hndle, @case/cnr: replaced carry handle. Barrel clamp cracked/corroded: replaced carry handle, seal, & bushing. Tube drive bent (left): replaced tube drive, sleeve, flex harness, and worn wiper-retainer seal. Iui's: lt & rt: oxidized contacts: replaced lt & rt iui. Claws doe not close all the way when actuator knob is released: found heavy contamination in lower housing, incl claw channels. Cleaned lower housing. Claw shafts worn; replaced claws, gears, and c-rings. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 flag leaf spring. Tamper seal: intact. 06/20/2017 09:20:37 annette a mendez (amendez) 1z9791540371719420 10/02/2018 09:54:07 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000. There was no patient involvement